Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was continuously alarming "high rate", "low pip", "low ve", and "xdcr fault" (transducer fault). There was no patient involvement.